Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 9 mg/dl) back to back with a result 121 mg/dl on the active s system when testing was performed within 10 minutes. Reporter indicated that the strip may not have been adequately dosed for the lo result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.